Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014, due poly wear. During the revision procedure to remove and replace the liner, the new liner would not lock into the acetabular cup. A second liner was buffed on the backside to ensure proper seating into the cup and then utilized to complete the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown.